Manufacturer narrative:
Updated: device avail. For eval?, returned to MFR. On, device returned to MFR.?, device evaluated by MFR.?, eval summary attached, method codes, result codes and conclusion codes device evaluated by manufacturer: the complaint device was returned for evaluation. The unit passed the mdu-5 plus functional test. The unit successfully underwent a continuous burn-in overnight. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as: 2134265-2015-06401 and 2134265-2015-06402 it was reported that automatic pullback failure occurred. During a procedure, an ilab ultrasound imaging system was used in conjunction with an unspecified imaging catheter and a sled. It was noted that the system did not perform the pullback. The image was present and good but there was no pullback. It was further noted that the motor drive unit (mdu) did not move neither by pushing button on the mdu nor via the touch panel. No error messages were noted and it was confirmed that the mdu was properly connected with the sled.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2015-06401 and 2134265-2015-06402. It was reported that automatic pullback failure occurred. During a procedure, an ilab ultrasound imaging system was used in conjunction with an unspecified imaging catheter and a sled. It was noted that the system did not perform the pullback. The image was present and good but there was no pullback. It was further noted that the motor drive unit (mdu) did not move neither by pushing button on the mdu nor via the touch panel. No error messages were noted and it was confirmed that the mdu was properly connected with the sled.